Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears damaged with only 3 rows of stent struts at the proximal end receiving minimal damage compared to the mid-section portion and distal portion of the stent that were severely stretched. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous vessel. A 28 x 4.00mm promus premier&#10259;tent was selected. At the beginning of the procedure, the stent was fixed on the stent delivery system balloon without any visual anomaly however during the procedure, the physician encountered handling difficulties of the device due to the tortuosity of the vessel. The device was removed from the patient and it was noted that the stent was stretched and deformed.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous vessel. A 28 x 4.00mm promus premier¿ stent was selected. At the beginning of the procedure, the stent was fixed on the stent delivery system balloon without any visual anomaly however during the procedure, the physician encountered handling difficulties of the device due to the tortuosity of the vessel. The device was removed from the patient and it was noted that the stent was stretched and deformed.

Manufacturer narrative:
Device is combination product. (B)(4).